Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event and got hospitalized on (B)(6) 2025. The patient was hospitalized for more than 24 hours.the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous insulin drip and manual injection. No further information available.